Event description:
A caller reported encountering a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for resetting the pump, which the customer had already performed prior to the call, resolving the issue. The customer successfully rejoined the cgm session, loaded a new cartridge, reconnected, and resumed insulin deliveries without further errors.